Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the indigo system aspiration catheter 6 (cat6) was kinked. The kinked cat6 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new cat6.